Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a abdominal aortic aneurysm. The patients last follow-up visit was 4 years post the index procedure. It was reported the patient presented emergently approximately 9 yeas post the index procedure with a possible ruptured aneurysm. A CT was performed which showed a type ia endoleak and a type ib endoleak coming from the right iliac attachment site. Intervention was performed where an endurant cuff was placed up to the level on the sma artery. The physician then snorkeled both renal arteries suing non mdt stents. A reliant balloon was then used to aid the fixation of the graft. The physician then placed 15 endoanchors on the cuff. An angiogram was performed which still showed a blush of endoleak present. The  physician  then decided to extend the non mdt renal stents and also snorkel the sma and place a valiant thoracic  stent graft. The valiant was then ballooned using a reliant balloon. An angiogram was performed which showed the type ia endoleak was now resolved. The physician then treated the type ib endoleak coming from the right ipsilateral limb of the bifurcated graft. An 16x16x82 iliac limb was placed to extend  the right limb. That limb was ballooned using a reliant balloon. And angiogram was performed and the type ib leak was gone. The procedure was completed.  As per the physician the cause of  the type ia endoleak was likely continued neck dilation and the ib endoleak was caused by iliac d ilation. No additional clinical sequelae were provided and the patient is fine.